Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. A medwatch form was received from the user facility, the information on this medwatch form 3500a was completed by wright medical technology with information received from the user facility. Any missing or incomplete data on form 3500a are the result of information not being provided by the reporter.

Event description:
It was reported the patient presented to the surgeon recently with a painful total shoulder replacement. The surgeon scoped the patient and found significant metallosis in the joint and tissue. The implant was revised to a flex rsa. Significant metalosis was present. The tsa glenoid component was loose. The stem/head construct was loose in the humeral canal. The stem and head assembly appear well fixed by the morse taper.

Manufacturer narrative:
Additional info:d10, h3 h6. H6: the devices were returned for investigation. In reviewing the returned complaint devices, fretting was observed on both the humeral stem taper and humeral head taper which confirms the report of metallosis being present. The fact that fretting is visible is contrary to the statement in the complaint that states, "the stem and head assembly appear well fixed by the morse taper.".

Event description:
It was reported the patient presented to the surgeon recently with a painful total shoulder replacement. The surgeon scoped the patient and found significant metalosis in the joint and tissue. The implant was revised to a flex rsa. Significant metalosis was present. The tsa glenoid component was loose. The stem/head construct was loose in the humeral canal. The stem and head assembly appear well fixed by the morse taper.